Event description:
3.8 cc of insulin infused in 40 minutes. This was infused through a baxter syringe pump. The drug was double checked, programed by one nurse, checked by a second nurse. Both nurses indicate the pump was programmed correctly. Company has no way of determining if this is true at this time. A meeting is set up with the nurses, biomed and the facility risk manager to actually walk through how the pump is programmed, to see if company can identify a human factor in these cases. The pt required treatment as a result of the event, but is now fine. This occurred in the intensive care unit and was very upsetting to the nurses. If there is a skill programming problem company wants to correct it and if it is a pump problem, co wants to correct that also.